Manufacturer narrative:
The customer¿s products have been requested for return. The investigation is ongoing. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek vantus meter serial number (B)(4). At 5:45 pm, the result from a laboratory using an unknown reagent was 2.2 inr. At 7:00 pm, the result from the meter was 3.0 inr at 7:00 pm. The result of 2.2 inr was believed to be correct. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."